Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms; sometimes the buttons had to be pressed twice and the drive support cap was flushed. The customer's blood glucose level was unknown at the time of the incident. The customer was changing out batteries more often than when they first got the insulin pump. The insulin pump squirted insulin during priming and was slower during rewind. The insulin pump was louder during rewind and made grinding noise. The motor sounds labored and the insulin pump had random unexplained no delivery alerts. The no delivery alerts were becoming more frequent. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.